Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a pt presented with endophthalmitis/tass in the left eye one day post iol implant. The pt had an anterior chamber washout and vitrectomy. The pt is currently on steroids. Reportedly, the condition is resolving with vitrectomy and steroid use and the pt continues f/u with retinal specialist and cataract surgeon. No add'l info was provided.